Event description:
It was reported when using the bd pyxis medstation es system tower door 4 failed to open. The customer added that they got the medication from another station or the pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door 4 not registering open. The field service engineer replaced all latches to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer troubleshooted the device.